Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 32 percent remaining to 15 percent remaining over the course of approximately five months. At this time, the patient will continue to be monitored via the latitude remote patient monitoring system until the end of depletion. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 32 percent remaining to 15 percent remaining over the course of approximately five months. At this time, the patient will continue to be monitored via the latitude remote patient monitoring system until the end of depletion. No adverse patient effects were reported. This device remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.